Event description:
Clinician reports that unable to interrogate device with current software on programmer. Pt has a lvad heart mate 3 implanted, all trouble shooting performed per technical note recommendations with negative results. Suggested a lead apron or cast iron skillet over lvad and device location to assist with interrogation. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.